Event description:
It was reported via repair work order that the head end jack would not pump up due to a bent piston. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.